Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported) and was subsequently treated with topical steroids and antibiotics (specific type, date and duration not reported).